Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that the insulin pump was not alarming when it was out of insulin. Customer also reported issues with battery longevity, beeping for no reason, and broken battery compartment. Blood glucose was not provided. No symptoms or treatment reported. Troubleshooting was not performed. Product will not be returned for analysis.